Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands failed to deploy. No patient complications have been reported due to this event. Attempts to obtain additional procedure information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.